Manufacturer narrative:
(B)(4). Software version = 5.2a. Retainer ring = black. On (B)(6) 2022, the customer alleged was for moisture damage and cosmetic damage located by the battery cap. The pump passed the self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to unexpected pump error 43. Successfully downloaded history files and traces using thump. Pump error 43 alarmed during testing on (B)(6) 2022 12:18:16.000. Pump error 43 was present in the history download on event date of (B)(6) 2022 12:18:16.000. The motor was not tested outside of the device on the ngp stb3 due to moisture damage. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump error 43 was confirmed due to moisture damage on the motor. Cosmetic damage with a crack located by the battery cap was not confirmed, however, other cosmetic damages was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack by the battery cap. Customer stated that insulin pump started vibrating and they went swimming and it started vibrating. No harm requiring medical intervention was reported. The device was returned for analysis.